Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the week of (B)(6) 2018, the patient had felt dizzy and had a feeling of a rapid heartbeat. The device was interrogated in the hospital. Loss of capture on the right ventricle lead and poor capture on the right atrial lead was observed. A chest x-ray revealed that both leads were dislodged. During the revision procedure, it was discovered that the right atrial lead had the helix retracted and the helix on the right ventricle lead was broken. The leads were explanted and replaced. The patient was stable.